Event description:
The customer contacted abbott regarding failed calibration error for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated with two different lots of calibrators. There were no calibration issues with other assays. The customer recalibrated with a different lot of rubella reagent and reported the calibration was successful and controls and samples were okay. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.